Manufacturer narrative:
(B)(4). The analysis results found that the was received with the firing trigger handle damaged and with a reload loaded in the device. The device was loaded with a partially fired reload. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thoracotomy with vats procedure, on the initial firing when the surgeon squeezed the handle, the device would only staple and cut halfway. It would not complete the firing. Another device was used to complete the procedure. There was no patient impact.